Manufacturer narrative:
(B)(4). Date sent: 11/12/24. D4: batch #unk. Additional information was requested, and the following was obtained: - did the device lock-out (no staples deployed and no cut line started)? Or did the device start to deploy staples and cut but could not be completed (partially fire)? Or did the device fully fire and stop during the automatic knife return? Partially fire was there any difficulty opening the device? No. - is the current patient status known? Discharged. - was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. A manufacturing record evaluation was performed for the device lot e21070019, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This case is from health authority. It was reported that during an unknown procedure, the device could not fire farther after fired a little. Changed the new one to complete surgery. No additional information can be provided.